Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-aug-2025, the user reported that the ilet touchscreen cracked after hitting a door frame and later spider-webbed across the display. The screen was still usable but difficult to navigate. A replacement ilet was arranged. No blood glucose impact or symptoms were reported, and no medical intervention was required.